Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the flow sensor tube has kink. Fsr reattached the flow sensor. Fsr performed extended systems test and performance check, the ventilator passed all tests. The ventilator is operational and meets manufacturer's specifications.

Event description:
The customer reported that the avea ventilator was alarming external high ppeak pressure and is not delivering and flows. The customer confirmed that there was no patient involvement associated with the reported event.